Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer loaded a new cartridge to address the issue and insulin delivery was resumed. Additionally, it was reported that a minimum fill notification occurred after the customer filled the cartridge with 200 units of insulin during the load sequence. Customer reloaded the same cartridge and resumed insulin delivery. Customer's blood glucose level was 150 mg/dl.